Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Investigation of the available information determined this device exhibited incorrect categorization of atrial arrhythmia(s) as mv noise. Please see the nature of incident field for more information regarding the specific circumstances of this event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of false positive detection of afib/aflutter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this pacemaker stored inappropriate signal artifact monitor (sam) episodes which disabled the minute ventilation (mv) and sam due to atrial fibrillation (af). Additionally, this pacemaker exhibited undersensing due to low amplitudes. Technical services (ts) discussed trouble shooting options and reprogramming considerations. This pacemaker remains in service and no adverse patient effects were reported.